Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity and fistula. No further patient complications were reported.